Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after about 45 minutes the wire of the maryland bipolar forceps broke. The instrument was removed from the arm and replaced with a back up of the same kind. There were no fragments that fell into the patient. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.